Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implantation procedure, when operating the plunger to implant the iol, the plunger was released but it did not stop and continued to advance. The plunger continued to move forward while still entangled with the trailing haptic, which caused the haptic to break. By the time the trailing haptic broke, the iol had already been implanted into the eye. Hence iol was left in place without being replaced. The surgery was completed on the same day without any impact to the patient.additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint was confirmed. The device was received wrapped in gauze in the blister tray inside the product carton. The plunger is fully advanced outside the tip of the nozzle. No intraocular lens (iol) returned. The lever is moving freely. The device is taken apart for further testing. A mark is observed on valve o-ring closer to the orifice at 12 o'clock position. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company's vendor) the manufacturer internal reference number is: (B)(4).